Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported prior to using bd vacutainer® k2 edta (k2e) plus blood collection tubes foreign matter was seen in 1 tube. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary - bd received two photos for investigation. A visual examination of these photos revealed an additive abnormality. The tubes displayed large droplets of additive on the inside wall, resulting from the rundown of the additive when applied onto the interior walls of the blood collection vessel via spray coating. This process involves a water-based solution that is dried, leaving a 'mist' dot pattern of residual solution on the vessel wall. Larger droplets of the solution tend to coalesce and, once dried, leave behind a wafer-like deposit of the additive, which visually stands out as it does not appear like the typical dot pattern for this tube type. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: additive abnormality. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported prior to using bd vacutainer® k2 edta (k2e) plus blood collection tubes foreign matter was seen in 1 tube. No adverse impact was reported regarding the patient or user.